Event description:
The doctor reported that the locator abutment fractured inside the implant.

Manufacturer narrative:
The complaint investigator reviewed the returned certain® locator® abutment 3.4mm(d) x 3mm(h) with a digital microscope and attached photographic evidence. The following has been concluded from the review: confirmed to be internal connection locator abutment. The abutment is confirmed fractured as reported in the complaint, compromising function. The locator abutment is severely worn. DHR review has confirmed there are 0 other complaints reported for this lot number. The component was found to have no obvious defects and the remaining features found to be in specification. There is no information to suggest a nonconformance with the components contributed to the reported event. The component was returned to zest anchors for complaint investigation. Zest anchors owns the risk management documentation and provided the response biomet 3i per (B)(4). Per zest response: zest quality and engineering departments evaluated the returned parts and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. A definitive root cause for the fractured abutment cannot be determined. (B)(4). After completed investigation.